Manufacturer narrative:
The unit passed displacement, rewind, prime, seating, basic occlusion, occlusion, and self tests; it failed force sensor test. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing, however, the unit returned an unexpected pump error alarm during the 1st rewind. After further review, there is some white substance on both the body and the tip of the drive motor. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.